Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no reported adverse impact on customer's blood glucose level. Cts confirmed cartridge alarm 30 and instructed caller to remove the cartridge and deliver a 9-unit bolus, which was successfully completed. Caller then reloaded the original cartridge and resumed insulin therapy, resolving the issue.